Manufacturer narrative:
B5: additional information, part of the unspecified chemotherapy medication "was held within the plastic housing, while some spilled via the gap of coil cap and fill port". H4: device manufacture date: november 07, 2019 - november 08, 2019. H10: the actual device was not available; however, five companion samples were received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on the five samples by manually filling the bladder with 90 ml of dextrose solution. During and after fill, no evidence of rupture or leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The bladder rupture occurred while filling the device with medication prior to patient use. There was no patient involvement. No additional information is available information is available.